Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. It was reported that sometime in the past this patient¿s pump was explanted due to infection. The event date was listed as 2020. At the time the manufacturer was notified, the patient already had both the catheter and pump explanted. Dates of explant, location and physician performing explant are unknown. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if troubleshooting occurred. The issue was resolved at the time of the report. The explant happened sometime in the past without medtronic¿s knowledge so there was no opportunity to request return of device. There were no further complications reported/anticipated.